Event description:
The customer reported that the system stopped fluoroing during a case. An alternate system was required to complete the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as further repair information is unavailable at this time.